Event description:
Customer reported that a pt presented with a wound dehiscence eight days following episiotomy repair. The suture was removed and the pt allowed to heal by secondary intention.

Manufacturer narrative:
Representative samples were tested and meet specification. No device failure detected and the product is within specification.